Manufacturer narrative:
Correction: the event date was changed from unknown to 18may23. The device will not be returned for evaluation, but photographic evidence has been provided. Based on the photo provided, and as defined by the risk management file, a likely cause of this issue is the device was used to pry and manipulate tissue exposing the distal tip to undue force and stress. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 47 complaints, regarding 48 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: the date of event was added as 18may23. The distributor reported on behalf of their customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a rct procedure on (B)(6) 2023 when it was reported ¿the tip of an edge bipolar arthroscopic wand broke off in the patient's shoulder but the tip was used grasper to retrieved.¿. The procedure was completed with the use of the same alternate device and there was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. Based on the photo provided, and as defined by the risk management file, a likely cause of this issue is the device was used to pry and manipulate tissue exposing the distal tip to undue force and stress. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 47 complaints, regarding 48 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a rct procedure on an unknown date when it was reported ¿the tip of an edge bipolar arthroscopic wand broke off in the patient's shoulder but the tip was used grasper to retrieved.¿. The procedure was completed with the use of the same alternate device and there was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a rct procedure on an unknown date when it was reported ¿the tip of an edge bipolar arthroscopic wand broke off in the patient's shoulder but the tip was used grasper to retrieved.¿. The procedure was completed with the use of the same alternate device and there was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.